Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Correction: e1: initial reporter title, d6a: implant date. Block h11: investigation results: the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached with evidence of full deployment. Microscopic examination was performed, and evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip failure to release from catheter was not confirmed. Investigation did not find any problems related to the reported issue, clip failure to release from catheter, as the clip assembly returned fully deployed. Based on all additional information, the most probable root cause assigned is unable to exclude device problem.